Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 4mmx220mm coyote balloon catheter was advanced for pre-dilation. Then a non-bsc stent was deployed, and post dilated with a 5.0mmx220mmx90mm sterling balloon catheter. However, when the balloon was inflated at 4 atmospheres, the balloon ruptured. Since it was like pinhole rupture, the device was completely removed from the patient without issue. The procedure was completed with a 5mmx10cm non-bsc balloon catheter. No patient complications were reported and patient's status was good.